Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient mentioned she has been having to charge her implant a lot. The patient said that charged last night, but now she is seeing the screen to recharge as soon as possible. The patient said that each time she will charge either the controller or the implant, the other will drop down and wanted to know if that was normal. The patient said that last night she charged to 50%, but now it is down to the red and she used to go longer without charging. The patient said the implant will drain fast. The patient also mentioned she has a fall last month and the doctor's office did x-rays, but said the device was fine. The patient stated the fall she had was on (B)(6) 2019. The patient was redirected to follow up with their healthcare provider (hcp). No further complications were reported. No patient symptoms were reported.